Event description:
It was reported by repair work order that the calf support upright would not lock into position as it required lubrication. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.